Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred. In addition, it was reported that the cartridge was not fitting on the pump. During troubleshooting it was determined that an o-ring was on the pneumatic tap. Customer's blood glucose level was 457 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.